Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's system was not helping the patient since (B)(6) 2019. The cause was unknown by the rep. The rep had offered to optimize settings but the patient had refused. The patient discussed explant with the physician and it was decided to move forward with explant. No device issues were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they just felt that the implant wasn't helping. They stated that their feet felt a slight burn. They patient noted that they tried using different programs and settings, but it did not help. They mentioned that their feet hurt from their right leg hurting, and their left thigh was painful. The patient stated that the device was removed on (B)(6) 2020. No further complications were reported or anticipated.